Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that prior to device implantation the patient was operated for otosclerosis by stapedectomy with a piston-like prosthesis. The vorp device was later implanted with an incus approach. Intraoperative in situ testing was indicative of a functional device. In situ testing, conducted at device activation, showed that the device had malfunctioned. An otoscopic observation of the middle ear revealed the floating mass transducer to be in the correct position. Re-implantation is considered.